Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received that an infection was confirmed. Details regarding the nature of infection was not obtained as chest xray showed fluid build up in the pocket. There were no additional adverse effects reported. The product was explanted.